Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver broke off while attempting to remove a screw. The tip was retrieved and no additional patient impact was reported.

Manufacturer narrative:
The specified identity of the device was confirmed and the device was examined. Visual inspection revealed the weld that connects the alignment block to the shaft has fractured and the alignment block has disassembled from the device. The failure (weld fracture at alignment block) is different from the reported failure of tip fracture. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the tip of the driver broke off while attempting to remove a screw. The complaint is confirmed. The exact cause of this event can't be determine with the available information.

Event description:
It was reported that during the procedure the tip of the driver broke off while attempting to remove a screw. The tip was retrieved and no additional patient impact was reported.